Event description:
It was reported the patient experienced inadequate stimulation due to incorrect lead placement. Patient underwent surgical intervention on (B)(6) 2024 during which the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
A patient experienced inadequate stimulation due to incorrect lead placement was reported to abbott. As a result, the lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.